Manufacturer narrative:
Investigation: customer returned (1) 32g x 4mm bd pen needle without the tear drop label attached. Consumer reported nothing came out of the pen needle. The returned sample was examined and exhibited a bent non-patient end cannula; no manufacturing defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that insulin did not flow through the bd ultra fine¿ pen needle during use, and the consumer was not certain if he had primed it beforehand. The following information was provided by the initial reporter: "from phone call on (B)(6) 09:15:55: parent of a consumer reported nothing came out of the pen needle. He always prime the needle, he is not sure if he primed this pen needle."

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin did not flow through the bd ultra fine¿ pen needle during use, and the consumer was not certain if he had primed it beforehand. The following information was provided by the initial reporter: "from phone call on (B)(6) 2019, 09:15:55: parent of a consumer reported nothing came out of the pen needle. He always prime the needle, he is not sure if he primed this pen needle."